Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with an unable to update timing alarm. Screenshot of iabp monitor showed a flat arterial line waveform. The esp personel explained the nature of the alarm and troubleshooting steps. User was unable to aspirate blood from the line. The esp personel explained that they would need to obtain an alternate pressure source to time and run the pump safely and effectively. The call was ended. No harm or injury reported.